Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part as her regular cycle and outside of it') in a (B)(6) female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. In 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), pelvic discomfort ("discomfort as part as her regular cycle and outside of it"), headache ("persistent headaches"), fatigue ("extreme tiredness") and dysmenorrhoea ("pain and discomfort as part as her regular cycle"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, headache, fatigue and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: sterilization was confirmed successful in jan-2016. The client is booked in for a hysterectomy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part of her regular cycle and outside of it / localized pain ') in a 28-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding / heavy/abnormal bleeding"), headache ("persistent headaches"), fatigue ("extreme tiredness / fatigue") and device dislocation ("migration of essure devices"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, headache and fatigue had not resolved and the dysmenorrhoea and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 0. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation with essure. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the client was booked in for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2016: sterilization was confirmed successful. Batch no c51348 production date 2014-05-08 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), new adverse event (device migration), new as reported (fatigue, heavy/abnormal bleeding, localized pain) were provided. The outcome for the adverse events pelvic pain, excessive and prolonged bleeding / heavy/abnormal bleeding, headache and fatigue was updated to not recovered. The date of the essure removal was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part of her regular cycle and outside of it') in a 28-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2017. On (B)(6) 2015, the patient had essure inserted. In may 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding"), headache ("persistent headaches") and fatigue ("extreme tiredness"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, pelvic discomfort, genital haemorrhage, headache and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the client was booked in for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in january 2016: sterilization was confirmed successful. Batch no c51348 production date 2014-05-08 expiration date 2017-05-31 quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part of her regular cycle and outside of it') in a 28-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. In 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding"), headache ("persistent headaches") and fatigue ("extreme tiredness"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, pelvic discomfort, genital haemorrhage, headache and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the client was booked in for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2016: sterilization was confirmed successful. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part of her regular cycle and outside of it') in a 28-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding"), headache ("persistent headaches") and fatigue ("extreme tiredness"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, pelvic discomfort, genital haemorrhage, headache and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the client was booked in for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2016: sterilization was confirmed successful. Batch no c51348, production date 2014-05-08, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain as part of her regular cycle and outside of it / localized pain") and device dislocation ("migration of essure devices") in a 28 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2017). The patient had a medical history of cholecystectomy in 2013, caesarean section (left her with a scar across her lower abdomen, over which a large abdominal apron has formed.) In 2012, tonsillectomy in 1995 and ovarian disorder, asthma, right lower quadrant pain, menorrhagia, menses irregular with excessive bleeding, weight gain and abdominoplasty (pain in suprapubic part). Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as vomiting, leg pain and lower abdominal pain. The only concomitant product mentioned was microgynon (ethinylestradiol + levonorgestrel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced pregnancy with contraceptive device ("pregnancy"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding / heavy/abnormal bleeding"), headache ("persistent headaches") and fatigue ("extreme tiredness / fatigue"). The patient was treated with ibuprofen as well as surgery (hysterectomy). In 2017, pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, headache and fatigue had not resolved. The outcomes for device dislocation, dysmenorrhoea and pelvic discomfort were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure administration. No causality assessment was received for essure with regard to device dislocation. The reporter commented: the client was booked in for a hysterectomy. She had essure sterilization due to previous abdominoplasty and a request for permanent sterilization. The stay itself was uneventful. However, she feels that she has passed for the essure coils per vagina ln (B)(6) 2015. Date of birth: 09apr1989 (per mr please note discrepancy) patient fell pregnant whilst taking microgynon. She had two mirena coils which both fell out. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: confirm that on hsg both tubes were successfully occluded [imaging procedure] in (B)(6) 2016: sterilization was confirmed successful batch no c51348 production date (B)(6) 2014, expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, genital haemorrhage, pregnancy, dysmenorrhoea. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: after company internal review the annex f0101, f15 and f12 were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain as part of her regular cycle and outside of it / localized pain') and device dislocation ('migration of essure devices') in a 28-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. The patient's medical history included cholecystectomy in 2013, caesarean section (left her with a scar across her lower abdomen, over which a large abdominal apron has formed.) In 2012, tonsillectomy in 1995 and abdominoplasty (pain in suprapubic part). Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), lasting 9 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain as part as her regular cycle"), pelvic discomfort ("discomfort as part of her regular cycle and outside of it"), genital haemorrhage ("excessive and prolonged bleeding / heavy/abnormal bleeding"), headache ("persistent headaches") and fatigue ("extreme tiredness / fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. In 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, headache and fatigue had not resolved and the device dislocation, dysmenorrhoea and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation with essure. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the client was booked in for a hysterectomy. She had essure sterilization due to previous abdominoplasty and a request for permanent sterilization. The stay itself was uneventful. However, she feels that she has passed for the essure coils per vagina ln (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirm that on hsg both tubes were successfully occluded. Imaging procedure - in (B)(6) 2016: sterilization was confirmed successful. Batch no c51348 production date 2014-05-08. Expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, genital haemorrhage, pregnancy, dysmenorrhoea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporters, medical history, historical drug, lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.